Event description:
Routine complaint investigation when a consumer reported difficulty calibrating their blood glucose meter. The meter would only recall the previous calibration of the last test strips they used. If the miscalibrated meter had been used to perform an assay, the result obtained would be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.